Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 600 - 700 mg/dl. Customer stated that, tests within 10 minutes of each other were off by 100 points at times sunday, when she checked her with father's glucose meter and blood glucose were 168 mg/dl and than 164 mg/dl, than this morning tested with his meters again, 158. Customer¿s high blood glucose level was 168 mg/dl. The product was not returned for analysis.